Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl. Customer reported that insulin pump had insulin flow block alarm. The customer declined troubleshoot for the insulin pump as the issue has been resolved. It was also reported that infusion set was leak due to cannula bent. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.